Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be prematurely depleting. Review of device data by boston scientific technical services confirmed the power consumption is increasing in a gradual fashion, consistent with capacitor degradation due to hydrogen gas content. Device replacement was recommended. The s-ICD remains in service and there have been no adverse patient effects were reported. This event will be updated should a revision procedure be performed and/or the s-ICD be returned back from the field for analysis.